Event description:
It was reported that prior to using bd vacutainer® sst¿, white foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 29-oct-2025. Investigation summary: bd received one sample for investigation, along with three photos. Upon visual inspection, the returned sample failed due to the presence of foreign material in the gel. The photos depicted a tube with unknown foreign material protruding from the surface of the gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - non-biological. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿, white foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.